Event description:
It was reported that the patient with this right atrial (ra) lead was presented for a device changeout and after opening the pocket and unplugging this ra lead, the terminal pin was observed to have been disengaged and was sliding freely along the lead body. This lead was surgically abandoned due to age and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.